Event description:
The customer reported that the unit stopped cycling and began alarming while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported upon power up of the ventilator for evaluation, the unit alarmed vent inop. Review of the ventilator diagnostic log noted the ventilator had restarted during operation, and there was an air source fault occurrence. The service technician reported finding an open fuse in the power supply. The service technician replaced the power supply to address the findings. Performance verification testing was completed and all tests passed to operating specifications.